Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device went through external and internal inspection and passed. An electrical test was performed and passed. A functional test was performed but failed due to therapy monitored volume failure. The accuracy confirmation test failed. A temperature verification test was performed and passed. Device powered up properly and no errors occurred. The door assembly was inspected and found the piston foam deteriorated and cracked door piston. Due to the deteriorated piston foam the unit could not deliver an accurate amount of fluid resulting in therapy monitored volume failed. The cause for the rite failure of therapy monitored volume failed was determined to be caused by deteriorated piston foam. The piston foam was scrapped and device was sent for servicing. If additional relevant information becomes available, a follow up report will be submitted.